Event description:
It was reported that the user experienced hyperglycemia with a reported value of 386 mg/dl while using an ilet system and paused insulin delivery because the user did not understand insulin on board, then used meal announcements as correction attempts, which was identified as an improper method of use; the involved component was the user interface. Symptoms included anxiety and feeling cold and clammy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to improper or incorrect procedure, linked to interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.